Event description:
Additional information received from the patient reported that the circumstances that led to the recharging/coupling issues included the patient having a hard time finding the place in her back to put the charger. Steps taken to resolve the issues were reported as meeting with the manufacturer representative who showed the patient and her husband how to put it on and where to put it on the patient's back. It was noted that it works wonderfully.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The patient reported she felt stimulation stop the morning of the report. She had been trying to recharge for 2 hours and saw the recharge status screen but the coupling boxes were not filled in black. When she used the patient programmer (pp) it showed empty battery. The patient reported she was told the charge should last until her follow-up on (B)(6). The implantable neurostimulator (ins) depleted quicker than they were expecting and they were in pain. She said her ins helped so much, 70% of her pain was gone; she ran it 24 hours a day. Poor coupling was reported. The patient was able to communicate with another external device. If additional information becomes available, a follow-up report will be submitted.